Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
A patient was implanted with a 1.5mm ti adaption plate, 20 hole/90mm for a bi-lateral mandible fracture. Approximately 1 week post implant, the patient was returned to the operating room for a revision procedure. At some point during the one week, the adaption plate broke and patient was revised to a 2.5mm locking reconstruction plate with 2.4mm locking screws.